Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leak. It was reported that during preparation of the steerable guide catheter (sgc), the dilator was being inserted; however, more air than normal was noted. The dilator was re-inserted, but more air than normal was still observed. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There were was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.